Event description:
Customer reports obtaining results of 425mg/dl and 124mg/dl within 5 minutes on the same device. Customer states that she performed these tests one half hour after eating to see how high her blood glucose is after eating. She states that she took a glyburide tablet after receiving the 425mg/dl result. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.